Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to fluid loss at unknown location. All components were explanted and replaced. No information about the patient outcome is available at the moment. Device was discarded. Additional information was received. The case of the fluid loss is not known, patient presented with malfunctioning inflatable penile prosthesis (ipp). Patient was successfully implanted.